Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right atrial (ra) lead exhibited lead noise. The ra lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.